Manufacturer narrative:
The raw data files from the instrument were evaluated, and show seven (7) neutrophil-eosinophil miscuts among the 11 sample runs reviewed. The miscuts were caused by a patient condition characterized by a dominant eosinophil population on the boundary of the typical neutrophil population, and a weak neutrophil population. The algorithm classified the eosinophil population as neutrophils because the peak is within the typical neutrophil region. This patient condition contributed to the event.

Manufacturer narrative:
Printouts of patient results were provided from 7 different patients (7 different sample ids) to show the reported issue; however, analyses of the provided data was inconclusive, because correct results were not provided for these samples and correlations cannot be ascertained. The field service engineer (fse) previously replaced the light scatter (ls) sensor in an attempt to resolve the issue as reported in report 1061932-2016-00457, but the customer reported the issue continued. Additional parts were ordered and replaced and adjustments made, but elevated eo samples were still not being counted by the lh500. Another service representative visited the account and found the ls sensor needed optimization to capture elevated eos. Since optimization, the customer has confirmed a moderately high eo sample run on the lh500 instrument recovered as expected. (B)(6).

Event description:
The customer reported ongoing issue where specific patient samples having elevated eosinophils (eo) run on a coulter lh 500 hematology analyzer give higher percent neutrophils (ne%) and lower eo results without system flags, when compared to manual diff review. (B)(6). Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection to the event.